Event description:
Device 1 of 7 reference MFR. Report:1627487-2014-24415 reference MFR. Report:1627487-2014-24416 reference MFR. Report:1627487-2014-24417 reference MFR. Report:1627487-2014-24418 reference MFR. Report:1627487-2014-24419 reference MFR. Report: 1627487-2014-24423.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Report:1627487-2014-24415, reference MFR. Report:1627487-2014-24416, reference MFR. Report:1627487-2014-24417, reference MFR. Report:1627487-2014-24418, reference MFR. Report:1627487-2014-24419. The patient received 6 (off-label use) leads. Two pair of leads have the same lot number (3724365 and 4081179). It was reported, the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention and one of the leads was found to have fluid inside. In turn, maximum amplitude could not be achieved. As a result, one of the leads was explanted and replaced along with an extension. The patient reported receiving effective stimulation postoperative. All devices are being reported because it is unknown which devices were explanted and replaced.

Event description:
Device 1 of 7. Reference MFR. Report:1627487-2014-24415, reference MFR. Report:1627487-2014-24416, reference MFR. Report:1627487-2014-24417, reference MFR. Report:1627487-2014-24418, reference MFR. Report:1627487-2014-24419, reference MFR. Report:1627487-2014-24423. Further review of the manufacturer's complaint database revealed the replacement of one of the patient's ipgs (for off label use) resolved the patient's issue. The replacement of the ipg occurred during the procedure of the lead and extension being replaced on (B)(4) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.